Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records

Event description:
Reference mw5082143. Consumer reported that a tampon came apart and help was required to remove the piece. Consumer reported a yeast infection.